Event description:
Nurse was alerted to r waves less than 2mv and increased pacing threshold via home monitoring website. No episodes recorded or inappropriate therapies delivered. She instructed patient to come into clinic (B)(6) 2018 for device interrogation and to have a chest x-ray. It was determined the lead was dislodged. Tachy detections were disabled and pacing therapy was turned off. The patient did not remember any falls that may have resulted in dislodgement but did reported violent coughing spells post operatively. The physician was notified and lead was repositioned (B)(6) 2018. Lead remains actively implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.